Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded the left ventricular (lv) sensing is inhibiting the lv pacing on the presenting electrogram (egm). Technical services (ts) reviewed the device data and discussed the device could be picking up the atrial signal. It was advised to turn off the lv sensing to get the bi-ventricular pacing as the health care professional (hcp) wants. The crt-d remains in service. No adverse patient effects were reported.